Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is clncgf, serial number (B)(4), product code 82-3148. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve with product code 82-3148, and with lot number clncgf conformed to the specifications when released to stock on the 14th december 2010. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was overdraining on the ot table at 200mm h2o pressure. (During use on patient). (B)(4) 2014 additional information from the affiliate stated: 1) were there any adverse consequences to the patient? No. 2) was there a delay in surgery greater than 30 minutes? No. 3) was the devise revised as a result of this incident? Yes.